Manufacturer narrative:
The event of "lymphoma-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported via sales representative "patient who may need alcl testing" and "patient has textured implants." This record is for left side. Device remains implanted.

Event description:
Healthcare professional reported left side "patient who may need alcl testing", "textured implants", and double capsule. Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lymphoma-acl-suspected: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening assessed as surgical damage, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents rmf-chl-bi family (v15.0) was performed, and the event of lymphoma ¿ alcl - suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate reason for reoperation: "alcl testing". Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, b7, d1, d2a, d2b, d3, d4, d6a, d6b, e1, g1, g4, h4, h6, h11.

Event description:
Healthcare professional reported left side "patient who may need alcl testing", "textured implants", and double capsule. Pathological markers confirming alcl have not been received. Device has been explanted.